Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced infiltration/extravasation which was noted during use. The following information was provided by the initial reporter: material no: 382533, batch no: unknown. Since implementation in (B)(6) 2019, they've documented IV infiltration.